Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault, the lens was removed and replaced intraoperatively for a longer length lens. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6: unk. Claim# (B)(4).